Event description:
A customer reported that two of the ophthalmic knives from the same batch were dull. Procedure details and patient impact were not reported. Additional information has been requested; none has been received till date. This complaint is pertaining the one of two reports received from the initial reporter.

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).